Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by keyboard failure. The field service engineer replaced the keyboard to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es keyboard had disconnected and not listed under device manager. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.